Manufacturer narrative:
D9 - date returned to mfg: 12/16/2025. A series of photos was shared. A CT scan from inside the chemolock shows a comparison with an "actual" and "good" samples, where no clear anomaly is noted. Additionally, a leak of water from the top of the chemoloport is noted. One (1) used. List #kl-bs001u3, chemosafelock bag spike was returned for evaluation. As received, no significant damages or anomalies were observed. No mating device was returned for evaluation. The sample was primed, and a leak from the top of the seal was confirmed. The chemoport was cut open no significant damage or anomalies were noted. The critical dimensions of spike and main seal were measured, finding nothing out of dimension. The complaint of a leak can be confirmed. The probable cause is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Additional information was received, and it was reported that the event occurred during preparation and was not detected prior to direct patient use. The device was replaced. In addition, the customer stated that the anticancer drug was prepared in the pharmacy¿s aseptic preparation room. After infusing the anticancer drug gemcitabine into a bag and inserting it into the bag spike, leakage was observed from the bag spike. One actual sample was received connected to an otsuka normal saline 2-port. When the saline bottle was lifted with ¿as received¿ condition, leakage was observed from the top surface of the product. No irregularities, such as scratches, were observed at the top surface of the sample. CT (computed tomography) inspection was performed to closely observe the conduit condition. The result shows no significant deformation compared to the good sample. The in-house male connector was connected, and air-tightness test was performed, and no leakage was found. After connecting the sample to the bag again, while applying high pressure, leakage was confirmed at the top surface. There was no reported impact of event on patient and medical institution worker.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
An event involved a chemo safe lock bag spike where leakage at the bag spike was noted. There was no contamination of blood or body fluid. There was no reported patient involvement and no reported harm/adverse event.